Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The cannula was visible but did not insert into the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6. Smartphone operating system: 18.4. Smartphone hardware: iphone17.4. Cgm sensor type: g6.

Manufacturer narrative:
The download data shows that the device completed 3670 pulses. The device generated an 0x18 alarm indicating the pod has reached expiration empty reservoir. A timeout was observed at the end of the devices run, this timeout occurred as the plunger is hitting the bottom of the reservoir. This is a safety feature that does not indicate a device failure. The reservoir was confirmed to be empty. No damages or defects were found that would result in a needle mechanism failure. The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would contribute to an improper insertion of the cannula. The cause of the reported event could not be conclusively determined.